Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 7-day ll vlv adpt(stand alone) disconnected. This occurred on 2 occasions. The following information was provided by the initial reporter: customer has difficulties regarding smartsite, they report that even after 1/4 turn, disconnection is occurring.

Manufacturer narrative:
H.6. Investigation: no samples were received for investigation of complaint reference pr 2124297 in which the customer has indicated that the have experienced difficulties connecting to 2000e7d products from lot 1013190. No further information was available to assist the investigation in this instance. A review of the production records for lot 1013190 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no samples were received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. H3 other text : see h.10.

Event description:
It was reported that 7-day ll vlv adpt(stand alone) disconnected. This occurred on 2 occasions. The following information was provided by the initial reporter: customer has difficulties regarding smartsite, they report that even after 1/4 turn, disconnection is occurring.